Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The consumer reported that they went to the doctor and talked to a manufacturer¿s representative (rep) about the pain at the battery area because they were concerned something was malfunctioning. The consumer reported that the battery was going to be replaced on (B)(6) 2018. The consumer reported that there was no cause determined regarding the stinging/burning pain. The consumer stated that the device was about 10 years old, so it was time to get it replaced. The consumer also reported that once in a while the patient would have a little pain but nothing major. The consumer reported that the stinging/burning pain was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome(radiculopathies). It was reported that, at about 4am on the morning of the report, the ins battery started causing the patient a stinging and burning pain. The caller stated that when the patient walked around or did anything, they would hold the ins and placed pressure on it which helped it feel better. The caller said the patient felt the stinging, burning pain when the ins was on or off; the patient did not sleep with the ins on so the pain started when the ins was off. The caller stated that it still hurt. The caller said that the patient had not had any falls or traumas but they have been working extremely hard because they just moved. The patient was bending and lifting and the caller did not know if that could have brought on the pain. The caller said the patient was experiencing the pain in all positions. The caller noted that they had an appointment with the healthcare professional (hcp) scheduled for (B)(6) and they wanted a manufacturer representative (rep) present; the caller was advised to have the hcp's office page a rep. No further complications were reported/anticipated.